Manufacturer narrative:
H.6. Investigation: bd has been provide with a photos for catalog 309110 to investigate for this record. Visual examination of the photo show the white particles inside the syringe which is composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issue. The slip agent mentioned is used in the formulation of the polypropylene syringes. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. Toxicologic material risk assessment tests were performed to determine preclinical material biocompatibilities are within established criteria for preclinical toxicological safety evaluations. All tests passed and the risk of material-mediated adverse effects associated with the product application is considered extremely low. DHR could not be performed as the lot# is unknown.

Event description:
It was reported that the syringe s2 10ml experienced foreign matter contamination. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: via email: during input inspection in our plant was detected problem. Small plastic particles released by movement from the piston.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe s2 10ml experienced foreign matter contamination. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: via email: during input inspection in our plant was detected problem. Small plastic particles released by movement from the piston.